Event description:
A discordant, falsely low gentamicin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated once on the same instrument and twice on another dimension vista 1500 instrument ((B)(4)), resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low gentamicin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls were within range at the time of event. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted bottom of the cuvette due to a failed reagent probe 1 alignment test. Quality controls were run, resulting within range. The cause of the discordant, falsely low gentamicin result is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.